Event description:
It was reported that the patient presented via remote transmission. Upon review, the pacemaker exhibited noise oversensing that led to pacing inhibition. Programming changes were made. No adverse consequences were reported on the patient.